Manufacturer narrative:
A ge service representative performed an investigation by way of phone interview with bio med representative of the hospital. The bio med determined that the floppy disk drive was defective. The drive was replaced and the malfunction was verified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 intermittently had trouble initializing. There was no adverse pt involvement reported.